Manufacturer narrative:
Analysis confirmed the customer comment of a generated error code and attributed it to the main printed circuit board being out of specification in an electrical manner. It was additionally noted that the output connector assembly was broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) exhibited an error code. The epg was returned for service. There was no patient involvement. It was further reported that the generator subsequently tested out of specification during manufacturer's analysis.